Event description:
The patient had been fitted for a size 3 femoral component and a size 4 tibial component. Therefore, a 3f/4t (part #200-04-34) tibial tray should have been used. Instead, a 4f/3t (part #204-04-43) tibial tray was implanted. The error was discovered by the sales agent two days post operatively and the physician notified.